Event description:
Additional information received reported that the patient had pain in the rectal area that was related to their bowel movements which had occurred off and on since implantation of the implantable neurostimulator (ins). It was also reported that the patient also took their ¿water pill¿ before bed time and wore a pad at night which had worked well for them. The patient was on program 4 of the ins system and had been from (B)(6) 2013 to the (B)(6) during which they had ¿leakage¿. The voltage setting was noted as follows: (B)(6): 4.4 volts, (B)(6): 4.2 volts, (B)(6): 4.3 volts, and (B)(6) 2013: 4.4 volts. It was also reported that the patient will be seeing a new physician on (B)(6) 2013. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported the patient had their device for a year and they had a lot of problems with it. It was stated the patient had an x-ray done about six weeks prior to report and it was reported everything was in place. It was noted the patient was scheduled to have surgery on (B)(6) 2013 to check ¿back here where my monitor is to see if some wire is in the right place or something.¿ reportedly, the patient had coped with the device for a year and it was at a point where it was ¿really not working.¿ I was stated the patient continued to have a lot of leakage. It was noted when the patient was on ¿3 and 2¿ they were doing better. It was stated the patient would have their device changed and then it might be okay for a day or two then it would be ¿leaking pretty much again.¿ reportedly the patient wore two pads and stated "it's been happening for a year it's never worked right." It was noted the patient lowered their stimulation ¿into the 7s.¿

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va02241, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was originally reported on (B)(6) 2013 that the stimulation hurt the patient when she voided. The patient was diagnosed with irritable bowel syndrome (ibs) prior to implantation and it caused loose stools, but since implant she was taking stool softeners. The patient stated that her ibs symptoms were improving prior to the implant. At the time of the report the patient had a distended abdomen and a computed tomography (CT) scan confirmed she had fecal matter backed up. The patient¿s normal routine involved a bowel movement around 2-3 pm and around 10:30-11 am she had a lot of pain from ¿stool moving into position for evacuation.¿ the patient stated that constipated stool was going through the bowel causing her pain. The patient informed her health care provider (hcp) of the bowel changes and had an appointment about ¿3 months¿ prior to the report but she stated that her hcp told her to leave stimulation as it was. The patient felt stimulation in the rectum and this was where it was since implant. The patient had never changed programs at the time of the report, only amplitudes. The patient did not have permission to change her programs and planned to make an appointment with her hcp. The patient had turned down stimulation before but always raised it again due to the return of her urinary incontinence symptoms. The patient was scheduled to have a colonoscopy the day after the report. The patient was then assisted to change programs and accidently turned it off. The device was turned back on and the patient switched from program 4 at 4.0 volts to program 1 at 4.0 volts. The patient felt stimulation down her leg so switched to program 2 at 3.3 volts. The patient felt stimulation in the front of her ¿belly, below her belly button.¿ the patient felt this was right and comfortable. Six days later, it was reported that the original stimulation in the rectal area was painful. After switching to program 2, as previously reported, this pain went away but the patient was having some incontinence. The patient got ¿some¿ relief for the ¿first couple¿ days after switching but after her colonoscopy on (B)(6) 2013 her incontinence started increasing. The patient had increased stimulation from 3.3 to 4 volts and was assisted in increasing further to 4.4 volts. The patient felt the stimulation for a ¿couple¿ seconds after increasing and then the sensation went away. The patient planned on staying at this voltage for a ¿few¿ days. Three days later, it was reported that the patient had further increased to 5.1 volts and was still dealing with the incontinence and not getting relief. The patient felt the sensation in the rectal and anus area the night prior to the report and had never felt it close the urethra. The patient no longer felt pain but still felt the sensation in the area. The patient had fifty percent relief from the therapy. The patient was assisted in switching to program 3 at 2.0 volts. The patient reported that with her first setting after implant the hcp told her she may need to increase voltage because of scar tissue around the wires. After switching from this original setting, as previously reported, the pain was gone and she was no longer constipated. The patient was also afraid that the hcp may not have ¿gotten the wires in the urethra.¿ the patient had been ¿handling this¿ on her own for seven months and planned on switching hcps. When the patient last saw the hcp she was told to leave stimulation as it was, even after telling the hcp it was uncomfortable, and that the hcp planned on seeing her in (B)(6). About two and a half weeks later, it was reported that the patient had aching in the bicycle seat area. The patient also had a bladder infection and was on medication. The patient also stated that she felt a ¿zinging¿ and ¿sore muscles.¿ the patient was on program 3 at 4.0 volts and was assisted in adjusting down to 3.1 volts. The patient felt stimulation comfortably and ¿strong¿ while sitting and standing.

Manufacturer narrative:
(B)(4).

Event description:
Information further reviewed indicated that patient had not felt stimulation since their first changed. It was added that at 4.4 v, when standing patient felt slight sensation and did not feel it when sitting. Information further reviewed indicated that patient programmer was doing nothing. Patient was able to replaced battery and the screen just came on automatically. It was also reported that there was a failed communication with the implant. It was added that an error code was displayed on the programmer. It was reported that two things happened when patient first felt sensation in the anus area; they became constipated and was painful. It was reported that patient was still having a lot leakage. Information later reviewed indicated that patient had urinary tract infection, frequency and everything. It was noted that patient was treated with antibiotic. It was also noted that patient was experiencing pain and soreness but thought it was not from the infection. It was reported more and more leakage was happening.